Event description:
It was reported that a closurefast catheter was not responding or recognized during an endovenous radiofrequency procedure to treat lower extremity venous insufficiency of the great saphenous vein. The lumen was flushed prior to use, a guidewire was used for insertion, tumescent infiltration was utilized, local anesthesia and hand compression was used. The generator recognized a connection error, start up screen displayed. The generator was power-cycled however the error remained. Another catheter was used with the same generator without issues, and the procedure was completed by using the replacement (medtronic) catheter. Four segments were treated and the vein closed. No additional treatment was required. The patient was reported as alive with no injury. No patient symptoms or complications were reported for this event. When the device was returned for evaluation, it was noted that the catheter was damaged.

Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/bubbling/burning/of the fep layer of the heating element/coil the wires of heating coil were not exposed the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.1 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 110.0 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.67 k m ohms test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.05 k ohms the catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is broken. Please connect another device.¿ being seen on both rfg2 and rfg3 generators medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.